Event description:
It was reported that the bd nano¿ 2nd gen pen needle does not prime before injection. The following information was provided by the initial reporter: consumer stated when taking injection, , no insulin flow when taking injection. Stated, sometimes he will see a "bubble" under his skin after taking injection. Does not prime before injection. Stated, he is using the 2nd gen pen needles.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. . Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).